Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited high out-of-range pacing lead impedance measurement greater than 2,000 ohms. The pli measurement was noted to be trending upward. A lead fracture was suspected but not confirmed. The physician increased sensing to 10 millivolts and then eventually programmed the device to doo mode to avoid oversensing. The patient was pacemaker dependent. An invasive procedure was performed in which the rv lead was surgically abandoned and replaced and the device replaced as well. The system is no longer in service. No additional adverse patient effects were reported. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.